Manufacturer narrative:
Initial.

Event description:
It was reported that a user started on the ilet pump and awoke with a blood glucose of 366 mg/dl before eating, without delivery alerts or evidence of site leakage; the user performed a site change and insulin delivery resumed, and subsequent glucose was 155 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, the device problem and involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.